Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion and prime/compromised force sensor system tests. Unit was received with stuck in motor error alarm loop during bolus/basal delivery and motor position encoder error alarm confirmed in alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had cracked case at display window corner and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error alarm. Customer's blood glucose level was 350 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.